Event description:
The fallen pieces were retrieved for both failed devices. The procedure was completed with a third device.

Manufacturer narrative:
There is more information on the device evaluation. Correction is being made to b5 and event date information is added in h10. This supplemental report is being submitted to provide this information. The event took place on the (B)(6) 2021 the device history record review confirmed that the device lot had no anomaly in inspection. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenario is below. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke with added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because seal & cut output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. Seal & cut output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke with added load. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
This is the second of two associated medwatch reports filed for this event with patient identifier (B)(6). Two failed devices were used in the event. Additional information is not yet available for this event. Event date is not known. Customer reported issue of teflon pad falling off was not confirmed; however, the device had a broken probe. The customer returned a thunderbeat handpiece model number tb-0535fc lot number kr986907 for the evaluation of the teflon pad fell off during a laparoscopic gynecological procedure. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up located on the jaw and near the distal end of the shaft. The ptfe pad (teflon pad) was inspected and found it is severely worn down on the middle portion however the teflon pad is still intact with the jaw and no metal is exposed. There are indications of dried foreign residue on the jaw as well as the teflon pad. The distal end of the device was inspected under a microscope and found the probe is detached, missing portion was not returned for evaluation. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during a therapeutic laparoscopic gynecological procedure the teflon pad of the device fell off. Another device was used before this one, and that device had the teflon pad fall off as well. There is no reported harm or adverse impact to the patient.